Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed keflex (date, dosage, and duration not reported). As of (B)(4) 2013, the issue was reportedly resolved. The implanted device remains.